Event description:
It was reported that a spectrum infusion pump constantly alarmed "close door." There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom constant door not fully latched messages, caused by loose link screws. The link screws were replaced to correct this condition.